Manufacturer narrative:
Follow-up #1: date of submission 8/24/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings:. Call service 078-0008 alarm observed in black box, alarm history and duplicated. Internal moisture damage near motor flex connector. Due to moisture motor is not working. Battery compartment cracked: below bumper pad and between bumper pad and top. Base crack between case seal and keypad. Cover crack between corner of lens and case seal. Battery cap is damaged - threads stripped, used test cap for all steps.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and it was reported that a 078 call service alarm had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.